Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to patient's blood glucose meter on (B)(6) 2014. Patient's father also reported insertion in patient's arm. The device is not indicated for insertion in arm. Patient's father also reported patient was using a sensor which had expired prior to use. The device is not indicated for use after expiration. At the time of the call to dexcom technical support, patient's father did not report any medical intervention or injuries.